Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative part 04.037.058s, lot 96p4443: manufacturing location: (B)(4). Manufacturing date: march 29, 2021. Expiration date: february 28, 2031. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal surgery of a trochanteric fixation nail advanced (tfna) due to a non-union site in tfna on (B)(6) 2021. The hardware was removed without issue, the nonunion site was cleaned out and the intermedullary (im) nail was reamed, and a larger tibial entry implant was implanted. The original implant date was (B)(6) 2021. Procedure outcome and patient status are unknown. This report is for a trochanteric fixation nail advanced. This is report 1 of 2 for pc-(B)(4).